Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was no deformation in the area where foreign matter remained. It was confirmed that the reprocessing is being implemented as per instructions for use (IFU). The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability and air supply volume did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was also observed that the adhesive around the objective lens and around the light guide lens was peeled due to a handling issue. It was observed that the paint on the suction cylinder was peeled due to handling. It was also observed that the scope connector was deformed due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, objective lens, connecting tube and on the protector of the universal cord on the scope connector side. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility.the customer cleaned, disinfected, and sterilized the equipment prior to requesting repair.the customer confirmed that the facility does not delay the start of precleaning on the equipment after use.during the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution.the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had air/water flow issues. The reported issue occurred during an unknown diagnostic procedure. The procedure was subsequently completed with an unspecified device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.